Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device had charging fault during self-test.

Manufacturer narrative:
Reporter first name: (B)(6). Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6).